Event description:
The hcp reported that the device was explanted and replaced with a similar device, after an implant duration of 31 months, due to a motor stall. The pt was to receive baclofen and morphine via the drug delivery system in a concentration of 125 mcg/ml- dose/day is unk. The pt had been experiencing a "loss of drug effect for a number of months". "The last two refills have revealed a full pump on both occasions when the expected return was 2-3 mils". A dye study was performed revealing a patent catheter. Rotor study revealed "no movement of rotor". A follow-up report will be sent if additional information becomes available to us.